Event description:
The device was explanted due to the advisory for this model and tested out of specification, consistent with the advisory, during manufacturer's analysis. No patient complications were reported.